Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this latex foley catheter product is unknown. Therefore, bard is unable to determine the associated labelling to review. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was leaking around the insertion site. Per additional information received via email from the complainant on (B)(6) 2018. The device was placed on (B)(6) 2018 and replaced on (B)(6) 2018.